Manufacturer narrative:
Follow-up # 2 ¿ (09/27/2014). The patient¿s meter has been returned on 9/15/2014 and evaluated by lifescan product analysis on 9/17/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (09/05/2014). The patient¿s test strips have been returned on 8/26/2014 and evaluated by lifescan product analysis on 8/26/2014 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the onetouch ultrasmart is giving inaccurate high readings between 11 mmol/l (198 mg/dl) and 18 mmol/l (324 mg/dl) compared to a clinic meter reading of 8.1 mmol/l (145 mg/dl). This complaint was classified based on the customer care advocate (cca) documentation and the follow-up information obtained on (B)(6) 2014. The patient tests his blood glucose 4 times per day and usually manages his diabetes with a range between 28 units to 32 units of humalog (mix insulin 25) twice per day. The patient claimed he had two hypoglycemic episodes due the insulin he took based the alleged inaccurate elevated blood glucose readings on the subject meter. On (B)(6) 2014, the patient reportedly took 2 additional units of humalog (mix insulin 25) more than his usual dose based on an elevated reading of above 12 mmol/l on the subject meter. The patient subsequently developed symptoms described as ¿severe hunger in the stomach, the whole body starts to shake on the inside, and sweats.¿ the patient was able to administer self treatment with (B)(4) or lemonade and had a slice of bread at the time of concern. The reported symptoms abate within 10 minutes after treatment. The patient reportedly compared the alleged elevated blood glucose readings above 12 mmol/l taken in (B)(6) 2014 to another meter reading of 8.1 mmol/l taken on (B)(6) 2014. Based on the comparison taken on different months, the patient felt the subject meter was reading inaccurately high. This complaint is being reported because the patient claimed that he had two hypoglycemic episodes after he took insulin based on the alleged inaccurate high readings of the lfs meter. The lfs products were requested back for investigation.